Event description:
It was reported that a patient was experiencing an increase in seizures (several a day versus 1 seizure every 2 to 3 weeks). The patient was not sure if the increase was above baseline levels. Follow up with the patient's current physician revealed that he saw the patient for the first time a few months ago and the patient did not mention any increase in seizures. The patient had reported to the physician that the seizures were decreasing one month prior to this report. The patient's device was not checked at the last visit.